Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
After implanting the confidence needle in to the patients bone the surgeon could not remove the needle. He tried multiple times and could not do it. He ended up clamping pliers on to the needle and pulling. The needle broke off and was stuck in the bone. The needed to use a broken screw set to remove the needle. Some of the needle did not come out and remains in the patient.